Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle separated from the syringe. The following information was provided by the initial reporter: "the needle and syringe separated while the nurse was admin the vaccine and she was splashed in the eye by the vaccine." Additional information provided on 12/05/2023: date of incident (B)(6) 2023 full dose of vaccine was not administered , repeat dose recommended by moderna subjecting child to second injection. Do you want the actual needle and syringe used? It was disposed immediately by the nurse. Or do you want one from our inventory? No further information provided by reporter.

Manufacturer narrative:
Pr 9282283¿ follow up MDR for device evaluation one sample of a 1 ml safetyglide combo needle was received by bd. A quality engineer was able to review the sample from lot number 3255514 regarding material number 305903. The sample was received in a sealed package with all applicable product information. The syringe and needle mated with no discernable problem. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required currently. Lot 3255514 is considered in compliance with our product specification requirements. It is recommended to hand tighten the needle onto the syringe prior to use. A device history record review was completed for provided lot number 3255514 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information